Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an unknown procedure, an unspecified cook universa soft multi length stent had a knot. The stent could not be removed at initial attempts, and the patient was scheduled to have an additional surgery to remove at an unspecified date in the future. Per the reporter, the patient did not experience any adverse effects due to this event.